Event description:
Staph and cellulitis disease? I need help removing these monsters. A mass was found on my left implant. My mom suffers b cancer, she has no nipples. My grandma and aunt same side. Please help I have gummy bear? Implants first time it blew open in 2017 with staph. I removed them in 2020. Please help I don't have money for this. I don't know call me (B)(6). Reference report: #mw5149683.